Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. This complaint cannot be confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in the future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device not returned.

Event description:
The affiliate reported via email anchor was broken after application. Anchor was retrieved completely from patient, no harm to patient. The procedure was completed with same like product with 3 minute delay.

Manufacturer narrative:
(B)(4). Device was discarded by the customer.

Event description:
The affiliate reported via email anchor was broken after application. Anchor was retrieved completely from patient, no harm to patient. The procedure was completed with same like product with 3 minute delay. The device was discarded by the customer. Additional information from the affiliate (B)(6) 2017. The original bone hole was used to complete the procedure. The breakage occurred after firing the applicator. The anchor was still attached to the inserter therefore no broken fragments fell in the patient. Patient had normal bone quality.